Event description:
During an electrophysiology procedure following transseptal puncture, air was noted in the introducer during insertion of a mapping catheter. There was no air visualized in the patient, and the procedure was completed without continued use of the introducer. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The results of the investigation concluded that the sheath passed pressure and aspiration leak testing with no anomalies observed. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The cause of the reported air leak remains unknown as the event could not be confirmed.